Event description:
Per the clinic, the patient experienced pain and requested that the device be removed. The device was explanted on 10 aug, 2022. The patient was not re-implanted with another device.

Manufacturer narrative:
This report is submitted on september 8, 2022.

Manufacturer narrative:
Correction: d1 and d4 as previously reported in the initial report on september 8, 2022 is incorrect. The correct d1 and d4 details are bim400 implant magnet and 93550, respectively. This report is submitted on october 24, 2022.